Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy, the device may have caused an injury to the recurrent laryngeal nerve by transferring heat to a clip or creating steam that burned the nerve. Surgical intervention was needed to prevent a permanent impairment of a function by putting stitches in the nerve. The procedure was completed with the same device. Patient is having a tough time with his/her weak voice.